Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Currently, there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. In general, patient¿s with esrd have mortality rates significantly higher than the general population. Moreover, the patient had comorbid conditions of unspecified heart disease and was under the care of a cardiologist. Based on the reported information, the cause of death is unknown. However, the patient¿s comorbid conditions are likely associated factors in the reported death.

Event description:
A user facility registered nurse (rn) reported a passed away. The nurse stated the patient was found unresponsive on the morning of (B)(6) 2022. The nurse stated the patient was still connected to the cycler, but it is unknown if the patient expired during active treatment. The nurse stated 911 was called and the paramedics pronounced the patient deceased in the home. Additional medical details about the event are unknown. The nurse stated there were no cycler malfunctions nor any issues with the patient¿s pd treatment. Additionally, the nurse confirmed the patient was completing pd treatments with the cycler prior to death without any adverse effects. The nurse stated the patient had esrd, diabetes and unspecified cardiac issues and was under the care of a cardiologist. Per the nurse, while the death certificate is not available, it is believed the patient expired due to natural causes from comorbid cardiac disease. The nurse reported the cycler, nor any fresenius products are suspected to have caused the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
A user facility registered nurse (rn) reported a passed away. The nurse stated the patient was found unresponsive on the morning of (B)(6) 2022. The nurse stated the patient was still connected to the cycler, but it is unknown if the patient expired during active treatment. The nurse stated 911 was called and the paramedics pronounced the patient deceased in the home. Additional medical details about the event are unknown. The nurse stated there were no cycler malfunctions nor any issues with the patient¿s pd treatment. Additionally, the nurse confirmed the patient was completing pd treatments with the cycler prior to death without any adverse effects. The nurse stated the patient had esrd, diabetes and unspecified cardiac issues and was under the care of a cardiologist. Per the nurse, while the death certificate is not available, it is believed the patient expired due to natural causes from comorbid cardiac disease. The nurse reported the cycler, nor any fresenius products are suspected to have caused the patient¿s death.

Event description:
A user facility registered nurse (rn) reported a passed away. The nurse stated the patient was found unresponsive on the morning of (B)(6) 2022. The nurse stated the patient was still connected to the cycler, but it is unknown if the patient expired during active treatment. The nurse stated 911 was called and the paramedics pronounced the patient deceased in the home. Additional medical details about the event are unknown. The nurse stated there were no cycler malfunctions nor any issues with the patient¿s pd treatment. Additionally, the nurse confirmed the patient was completing pd treatments with the cycler prior to death without any adverse effects. The nurse stated the patient had esrd, diabetes and unspecified cardiac issues and was under the care of a cardiologist. Per the nurse, while the death certificate is not available, it is believed the patient expired due to natural causes from comorbid cardiac disease. The nurse reported the cycler, nor any fresenius products are suspected to have caused the patient¿s death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.